Event description:
According to the reporter: the device could not cut tissue, and the rotation dial was quite stiff. A new device was opened to complete procedure. No bleeding. No tissue damage. No unanticipated tissue loss. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).